Event description:
The customer reported that, at power up, iabp generated an "electrical test failure code# 50" (motor speed out of specification) and shut down. The iabp was replaced and therapy was initiated.

Manufacturer narrative:
The company rep replaced the pcb motor controller (part number: d671-00-0004) and the hydraulic component pump assembly dc knf (part number d102-00-0001). It functioned normally and was returned to the customer. (B)(4).